Event description:
A distributor in france reported that a customer's pump had a cracked and unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level, as no specific blood glucose information was provided. The device is set to be returned, and a replacement pump with a new serial number was arranged. No additional information regarding the customer's outcome or actions was provided.